Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient got a shower head with magnets and the manufacturer had a note stating patient's with implanted medical devices should contact the device manufacturer before using. Reviewed guidelines regarding magnets. Caller said the patient used the shower head last night and this morning the patient was "very wet". Caller said the patient didn't feel any changes in stim while they were using the shower head and this morning when they checked the device stim was on and there were no error message. Caller said the ins seemed to be working.